Event description:
On (B)(6) 2021, radiograph shows right shoulder has luxated again. On *(B)(6) 2021, revision of right shoulder tep. The delta extend model is removed and another tep form exactech, equinox reverse model was used. The shaft was not replaced. Doi: (B)(6) 2021; dor: (B)(6) 2021; right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. It is understood there is no allegation associated with this product malfunction. No visible damage or anything indicative of a device nonconformance was found during the investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 10 feb 2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31 jan 2026. 5) IFU reference: w90930 rev c. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 10 feb 2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31 jan 2026. 5) IFU reference: w90930 rev c.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot, catalog, UDI), g4 (PMA/ 510(k)), h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. H10: e3 initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An unknown office seeked for assistance at johnson and johnson medical devices emea. They wrote: "dear sir or madam, our client was the victim of an attempted homicide and has been unable to move her right arm since the implantation of a shoulder tep. In the meantime, she has already had several revisions performed on the right side, all of which were of no avail. The tep continues to dislocate. Most recently, she was implanted with the prosthesis from the company exactech, model equinox reverse. The stem is still from the company delta x-tend. As the manufacturer, can you identify and name the recurrent dislocation problem? Is it possible that the two components do not harmonize with each other? Can you name several doctors in germany who regularly work with these prostheses and could eliminate the problem? Thank you very much for your efforts. With kind regards. Matterne & partner".